Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and infusion set issues. Blood glucose level at the time of the incident was over 600 mg/dl and treated with manual injection. Customer feels they were not getting insulin from the infusion set with shorter cannula that may be causing the high blood glucose. Customer completed troubleshooting but declined performing high pressure test. The insulin pump was not replaced or returned for analysis.